Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device while performing peritoneal dialysis therapy. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported event of ¿several alarms¿ was verified by the review of the event history log review because there were multiple alarms identified, one of which was a reload the set (rls) 201. A visual inspection was performed on the device. The device also underwent functional testing and the reported event was verified due to the rls 201, which referred to valve sheeting leak-line side/around volcano, where the positive tank pressure dropped very quickly in a short period of time. It was concluded that the device¿s manifold o-rings did not meet the required specifications. The manifold o-rings were replaced. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.